Event description:
It was reported the physician was performing a tips procedure. He deployed 4 similar interlock coils through a non-(B)(6) 5 fr glidecath. He continued using the same type of interlock coils (.035) but they would not advance. He felt the non-(B)(6) catheter may have lost its inner lining hydrophilic coating, thus causing the coils to get stuck inside and not allowing deployment. The physician flushed the catheter repeatedly with saline before/during deployment attempts. There were no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).